Manufacturer narrative:
The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-012-c, which addresses the causes associated with the reported malfunction.

Event description:
It was reported to philips that the flexvision monitor failed to display the live image. The device was in clinical use at the time of the reported event. No harm was reported to philips.philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, a coronary planned treatment procedure was performed when the issue happened. The procedure completed as planned by using two sub-monitors on the top of the flex vision. A field service engineer (fse) examined the system on-site and confirmed the flex vision monitor failed to display the live image. After reviewing log file fse found there is malfunction of flex vision pc. Upon troubleshooting fse found that the live image is not displayed in flex vision, there is a high possibility that the grabber card inside the flex pc is defective. The frame grabber captures the video from the allura system. After replaced grabber card, disk bays and memory, the system was working as intended. Due to manufacturing issues, the frame grabber card may not function as intended, leading to issues with the system's flex vision pc. Philips has initiated a field safety corrective action (2023-igt-bst-027). The codes were updated based on the investigation outcome.